Event description:
Customer reports to have experienced keypad anomaly and a button error alarm. Customer reports that buttons began to be unresponsive during bolus delivery. Customer's blood glucose was 172 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.